Event description:
The reporter states that he experienced an event where he had no strength and could not get up off the floor. His blood glucose result was 131 mg/dl on the accu-chek advantage system in comparison to the professional meter blood glucose result of 54 mg/dl. The blood glucose results were obtained within a 10 min timeframe. The paramedics treated the reporter with glucose (IV). He also drank a coke and felt better within 5-10 mins. New system sent and return requested.